Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . (B)(6) . G2: foreign: canada evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on an unknown date, foil screens are bent, and blades won't seat properly. There was a patient involved but no impact, harm, or delay reported. No additional graft required. No adverse event was reported. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, d10, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the pretest could not be performed due to a bent comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.